Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed out-of-range (oor) shock impedances that were detected via the patient¿s remote home monitoring system. All other measurements were stable no oversensing was observed. The field representative discussed the probability of electromagnetic interference (emi) or lead issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a revision procedure. The physician had believed that the patient's rv lead had dislodged and did not feel comfortable with repositioning the lead. Therefore, the lead was removed from service. This ICD remains in-service. The cause of the out of range shock impedance measurements is unknown.